Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 42 mg/dl. Reportedly, the low bg was a result of a lack of food intake after a bolus, and flu like symptoms. Customer administered a glucagon injection to attempt to address low bg prior to going to the ER. Customer was treated with saline and glucosata 3% at the ER to address the low bg. Customer was discharged from the ER later the same day with the issue resolved and no permanent damage. A pump system check revealed no issues with the pump, insulin, or infusion set.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.